Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 448 mg/dl. The customer stated that she received a failed battery alarm. Troubleshooting was performed. The customer was not able to set the time/date, and the battery indicator did not show any bars. Instructed the customer to insert a new battery and the insulin pump alarmed failed battery test. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.